Event description:
It was reported that the caster on the 9600 system fell off during transport. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The caster was replaced during the service call. The system was tested and found to be working as intended and put back into service.